Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had experienced loss of stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was disposed by the facility.